Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the shaft bent and the jaws closed. Due to the returned condition, functional testing could not be performed. The damaged found could cause the inability to open and close the jaws due to the damaged of the internal components in shaft. No conclusion could be made as to how the shaft was damaged. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the jaws were not returning to the fully open position. This occurred about ¾ through the procedure. There was no patient consequence.